Manufacturer narrative:
(B)(4).corrected investigation type changed from 4109 to 4101 under evaluation codes. Please make a note of the change.

Event description:
Involved 1 patient and 5 devices. Happened during 2 different days. The balloon of catheters burst in use. It happened with 5 different catheters. It was either after few hours or after few days of insertion. The patient had no underling medical conditions such as bladder stones/encrustations. Catheter used for drainage purpose. Usually the devices are tested prior to use. The inflation was as per instructions. There was no patient injury but infectious risk and patient with need to be catheterized few times.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of representative sample was returned for investigation. Based on the complaint description, it was reported that the balloon of catheters burst in use. Inspection was carried out on the representative sample by inflating the catheter with 10ml of water. However, the balloon was able to stay inflated and no balloon burst observed during the test. The representative sample was then subjected to 14 days soak test as per ptm-028 (functional test for foley catheters) for further investigation to observe any burst balloon. However, the sample is still under soak test period, hence this report will be revised once the soak test end. Based on current production samples soak test result, there was no leak or burst balloon found along the soak period. In current standard operating procedure, according to spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned rep representative sample. The sample also can be inflated with no burst balloon issue observed. For further investigation, the sample was subjected to 14 days soak test. However, the sample is still under soak test period, hence this report will be revised once the soak test end. Based on current production samples soak test result, there was no balloon leak or burst found along the soak period. Therefore, this complaint could not be confirmed.

Event description:
Involved 1 patient and 5 devices. Happened during 2 different days. The balloon of catheters burst in use. It happened with 5 different catheters. It was either after few hours or after few days of insertion. The patient had no underling medical conditions such as bladder stones/encrustations. Catheter used for drainage purpose. Usually the devices are tested prior to use. The inflation was as per instructions. There was no patient injury but infectious risk and patient with need to be catheterized few times.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. One piece of representative sample was returned for investigation. Based on the complaint description, it was reported that the balloon of catheters burst in use. Inspection was carried out on the representative sample by inflating the catheter with 10ml of water. However, the balloon was able to stay inflated and no balloon burst observed during the test. The representative sample was then subjected to 14 days soak test as per ptm-028 (functional test for foley catheters) for further investigation to observe any burst balloon. However, there was no leak or burst balloon found along the soak period. In current standard operating procedure, according to spm-a51-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative sample. The sample also can be inflated with no burst balloon issue observed. For further investigation, the sample was subjected to 14 days soak test. However, there was no balloon leak or burst found along the soak period. Therefore, this complaint could not be confirmed.

Event description:
Involved 1 patient and 5 devices. Happened during 2 different days. The balloon of catheters burst in use. It happened with 5 different catheters. It was either after few hours or after few days of insertion. The patient had no underling medical conditions such as bladder stones/encrustations. Catheter used for drainage purpose. Usually the devices are tested prior to use. The inflation was as per instructions. There was no patient injury but infectious risk and patient with need to be catheterized few times.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved 1 patient and 5 devices. Happened during 2 different days. The balloon of catheters burst in use. It happened with 5 different catheters. It was either after few hours or after few days of insertion. The patient had no underling medical conditions such as bladder stones/encrustations. Catheter used for drainage purpose. Usually the devices are tested prior to use. The inflation was as per instructions. There was no patient injury but infectious risk and patient with need to be catheterized few times.